Event description:
Clinical study. It was reported after the 2 year follow-up that the patient experienced a target vessel reintervention (tvr) and a clinical event committee (cec adjudicated) stent thrombosis (st). The lesion being treated in the index procedure was a 3.5mm, 70% stenosed, 12.0mm long portion of the saphenous vein graft to the proximal circumflex (prox cx). The physician treated the lesion with direct stenting using a 3.5 x 16 mm taxus express2 study stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. At 579 days after the index procedure, the patient was admitted due to substernal chest discomfort "different" from his typical anginal symptoms because there was no radiation to his right arm. The patient had taken three sublingual nitroglycerin without relief from the pain. Cardiac catheterization was recommended. The patient ruled in for a non-st elevated myocardial infarction (mi) but cardiac enzymes did not meet guideline criteria for an mi. Treatment 581 days post index procedure consisted of placement of two non bsc stents (3.5 x 33 mm and a 3.5 x 23 mm) using a distal protection device in the svg to lcx. There was distal embolization of the lima graft and a temporary pacemaker was placed during this procedure. The patient was discharged 4 days later on aspirin and clopidogrel. In the opinion of the physician, the relationship of the tvr to the taxus stent is unrelated. Clinical event committee (cec) adjudication in october 2007 confirmed the tvr to be possibly related to the taxus stent and added the st as possibly related to the taxus stent.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.